Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during preparation for use for a therapeutic procedure that the laparo-thoraco videoscope exhibited a compromised image. There were no reports of patient involvement.

Event description:
Correction to b5 of the initial report. It was observed during device inspection that the scope exhibited an abnormal color tone.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Corrections: b5: please see b5 for further information. Correction to e1 of the initial report to remove contact information and replace establishment name with olympus, as the reported event was found during device inspection. Additional information: e4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image sensor unit may have had anomaly since chipping was observed on the bending section cover glue of the insertion section. An irregular load may have been applied to the bending section, resulting in the reported event. However, a conclusive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: instructions for ltf-vp chapter 3, ¿preparation and inspection¿ section 3.6, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.